Event description:
There is no additional event date.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported not meshing not moving carrier. There is no harm or delay reported. Due diligence is in progres.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - canada.

Manufacturer narrative:
Following sections were updated or corrected : b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Review of the most recent repair record determined the comb was damaged. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional information available.